Event description:
It was reported that the subject device exhibited the screen is also blank when connected. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, there was not found a probable cause for the reportable event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.